Event description:
It was reported by the stryker field service rep that the customer alleged that the top rail was broken and there were sharp edged. There was no pt involvement or adverse consequences.